Event description:
It was reported to bsc/target that when preparing product, noticed balloon not keeping inflation pressure and a small leak was noticed on the balloon. It was never introduced into the patient.